Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("abdominal-pelvic burning sensations") in a 54 year-old female patient who had essure ((B)(6)) inserted. Additional non-serious events are detailed below. The patient had a medical history of caesarean section, parity 2, gravida ii, chronic lumbago, colitis, shoulder osteoarthritis and liver disorder. On (B)(6) 2007, the patient had essure ((B)(6)) inserted. In 2016 she experienced pelvic pain (seriousness criterion intervention required), asthenia ("intense asthenia"), myalgia ("myalgia"), paraesthesia ("paraesthesia predominantly on the left side,") and abdominal discomfort ("abdominal-pelvic burning sensations"). Essure ((B)(6)) was removed on (B)(6) 2023. An unknown time later she experienced arthralgia ("arthralgia"). The patient was treated with surgery (salpingectomy with bilateral cornuectomy by laparoscopy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure ((B)(6)) with regard to asthenia, myalgia, paraesthesia, pelvic pain, abdominal discomfort or arthralgia. The reporter commented: discrepancy noted in patient initials. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.817 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("abdominal-pelvic burning sensations") in a 54 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. The patient had a medical history of overweight, caesarean section, parity 2, gravida ii, chronic lumbago, colitis, shoulder osteoarthritis and liver disorder. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2016 she experienced pelvic pain (seriousness criterion intervention required), asthenia ("intense asthenia"), myalgia ("myalgia"), paraesthesia ("paraesthesia predominantly on the left side,") and abdominal discomfort ("abdominal-pelvic burning sensations"). Essure (ess205) was removed on (B)(6) 2023. An unknown time later she experienced arthralgia ("arthralgia"). The patient was treated with surgery (salpingectomy with bilateral cornuectomy by laparoscopy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to asthenia, myalgia, paraesthesia, pelvic pain, abdominal discomfort or arthralgia. The reporter commented: discrepancy noted in patient initials. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.817 kg/sqm. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.